Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced symptoms of elevated blood glucose and tiredness. They called the emergency number 112, and the call center instructed them to contact 11617 for further assistance. Emergency services then advised the customer to go to the emergency room (ER), where a healthcare professional (hcp) checked their glucose levels. No additional treatment or support was provided. The customer returned home afterward and self-administered insulin. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced symptoms of elevated blood glucose and tiredness. They called the emergency number 112, and the call center instructed them to contact 11617 for further assistance. Emergency services then advised the customer to go to the emergency room (ER), where a healthcare professional (hcp) checked their glucose levels. No additional treatment or support was provided. The customer returned home afterward and self-administered insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified low sensor scan results and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer experienced symptoms of elevated blood glucose and tiredness. They called the emergency number 112, and the call center instructed them to contact 11617 for further assistance. Emergency services then advised the customer to go to the emergency room (ER), where a healthcare professional (hcp) checked their glucose levels. No additional treatment or support was provided. The customer returned home afterward and self-administered insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event logs 11, 224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Sensor thermistor testing was within specification. Poise voltage test was unable to be performed due to observed nfc command error message. An extended investigation was performed. A case history review was performed and nfc command error message was observed during poise voltage test. Visually inspected the sensor and pcba; no issues were observed. The sensor was reprogrammed successfully. Performed an smu (source measurement unit) test and poise voltage test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Sensor was successfully activated. Poise voltage test was within specification, indicating the sensor was providing accurate glucose readings. The error message was unable to be replicated and all results were within specification. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.